Event description:
Pt's reported that following a stims treatment in 2004, the valve did not program properly. The stims treatment was said to have caused an unusual sensation along the fluid path of the shunt on the neck and behind the ear. Pt's condition became worse with gait disturbance and attempts were made to re-adjust the valve without apparent success. The device was removed.